Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/30/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was received in a zip lock bag. The product was disinfected according to procedure. The product is inspected using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were identified. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not available. (B)(6). PMA/510k: this report is being filed on an international device; tecnis symfony optiblue intraocular lens, model zxv375 that has a similar device, tecnis symfony iol model zxt375 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the day after the lens was implanted, the chain zonule broke and the lens deviated, hence the lens was explanted. The procedure was completed successfully with the back-up lens. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.